Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a few non-reportable phenomena such as corrosion of the chassis, corrosion on the rear panel, and a defective lock mechanism of the receptacle unit were confirmed. The reported event was confirmed, along with an interrupted image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error and interrupted image could not be identified. However, it¿s likely the cause of the b30 error is related to the receptacle unit being disconnected. Also, it¿s likely the cause of the interrupted image is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the was an instance of a b30 scope communication error with the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.